Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
A representative from (B)(4), a medical cost containment co. Reached out to report that they believe that one of their patients is experiencing a possible reaction to nickel. The pt underwent a successful arthroscopic right ankle repair; lateral ligament repair of the peroneus brevis tendon, and, neurolysis of the superficial peroneal over distal tibia, on (B)(6) 2010. The facility is reporting that mitek mini anchors were used for fixation, however, they have not identified the quantity, the product code nor the device (s) lot (s) involved. The facility is inquiring as to what the nickel content of the mini anchor is. The facility states that 1-2 weeks subsequent to the procedure, at a f/u appointment, the pt presented with; burning (feels like the ankle is on fire), unable to bear any weight on angle, some parts of the ankle feel no pain or sensation at all and other parts are hypersensitive. The pt is being treated with medications and is under the care of pain management physician. The pt is scheduled for an appointment with an allergist for (B)(6) 2010. Questions for status and detail are out to the facility.